Event description:
Account executive reports leaks due to splitting tubing of cycler sets. Rn reports multiple occurrences with multiple patients. Rn reports all patients were treated with ancef or vancomycin prophylactically, specifics of which are unknown per rn. No further incident detail provided by rn. Rn reports no patient injury as a result.